Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed but the root cause could not be determined. One photograph of a microintroducer sheath and one photograph of a catheter kit were returned for evaluation. Inspection of the photographs found that the distal tip of the sheath was plastically deformed with two tears and three areas of buckling present. The features of the damage suggested that the sheath may have been damaged due to excessive insertion force, an inadequate skin nick, and/or a steep insertion angle; however, without further inspection of a physical sample this could not be conclusively determined. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that while opening the packaging during catheterization, the nurse discovered burrs on the tip of the seldinger sheath. No further details available or provided.